Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient enrolled in a post-market clinical follow-up study experienced chronic hip¿thigh pain possibly related to the device. The patient was managed with analgesics and is awaiting planned nail removal. Attempts have been made and no further information has been provided.